Event description:
Pt w/prior hospitalization in 2011 for insertion of ivc filter. Pt admitted in (B)(6) 2013 as filter came apart (broken ivc filter strut) and perforated ventricle. Required surgical intervention.